Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer stated they were attempting to deliver a corrected bolus amount when the alarm occurred. Customer also stated they have changed the reservoir and infusion set several times but it has not resolved the issue. Customer declined troubleshooting. Blood glucose level was 179 mg/dl at time of reporting. Nothing further reported.